Manufacturer narrative:
As reported, the tip of the vista brite tip guiding catheter 6f .070 al 1 100cm was kinked. The device was returned for analysis and a split at 23.5cm to the strain was noted on the device. Additional procedural details were requested but are unknown. The device was returned for analysis. One non-sterile vista brite tip guiding catheter (6f .070 al 1.5 100cm) was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, a twisted condition and a rip/tear were observed 23.5 cm from the strain relief. No other anomalies were noted. Per dimensional analysis, the outer diameter (od) and inner diameter (ID) of the device were measured near the twist and rip/tear and the results were found within specification. Per microscopic analysis, elongations were noted on the tear/rip of the catheter body, which are commonly associated with separations caused by material tensile overload. Therefore, it is thought that device was induced to a tensile force that exceeded the catheter material yield strength prior to the separation. A product history record (phr) review of lot 17796910 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿brite tip/distal tip ¿ catheters ¿ kinked/bent¿ and ¿brite tip/distal tip ¿ catheters - frayed/split/torn¿ were confirmed since a twist and a rip/tear were noted on the received device. The cause of the reported events could not be conclusively determined during the product evaluation. Nevertheless, elongations were noted on the tear/rip of the catheter, which are commonly associated with separations caused by material tensile overload. Therefore, it is thought that unit was induced to a tensile force that exceeded the body catheter material yield strength prior to the separation. Per the instructions for use (IFU), which is not intended as a mitigation, ¿precautions: store in a cool, dark, dry place. Do not use open or damaged packages. Use prior to the ¿use by¿ date. Do not resterilize. Do not expose to organic solvents. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance.¿ neither the phr review nor the product analysis results suggest that the reported events could be related to the manufacturing process. Therefore, no actions will be taken at this time.

Event description:
As reported, the tip of the vista brite tip guiding catheter 6f .070 al 1 100cm was kinked. The device was returned for analysis and a split at 23.5cm to the strain was observed on the device. Additional procedural details were requested but are unknown.